Manufacturer narrative:
Device evaluation: visual analysis of the photographs the patient's surgery seems that both devices are broken, however the devices are not well appreciated in the photograph. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "one of the prostheses is ruptured", "left breast, rotation, 2 nodules (not device related) and pain." Device has been explanted.

Event description:
Patient reported "one of the prostheses is ruptured", "left breast, rotation, 2 nodules and pain." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.